Event description:
During a review of the pump's event history by (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery set, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with depleted battery set was confirmed but not duplicated during product evaluation in the pump's event history. The root cause of this condition was not identified. The main batteries and harness were replaced to correct the condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The aware date contained in the initial MDR is incorrect. The correct aware date is (B)(4) 2011.